Event description:
Reporter indicated that the vns pt had been admitted to the hospital because he was in pain. The reporter stated the pain appeared to be occurring with stimulation. Diagnostics are normal as per the physician. The physician has been informed of possible ways to alleviate the painful stimulation. Further attempts for info have been unsuccessful to date.